Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as the sample is pending to be returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
It was reported that during "a code we had multiple 7.5 etts fail to seal after intubation. 4 ett failed after placement in the patient, but passed a leak test before intubation. One ett after being removed from the patient had the cuff leak saline after trying to check the integrity of the cuff balloon." The report also states, the patient had a large neck, tongue, and a larger than normal trach that may have intensified the situation. Patient didn't desaturate. Each at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3003898360-2023-01183, 3003898360-2023-01184, 3003898360-2023-01213.

Event description:
It was reported that during "a code we had multiple 7.5 etts fail to seal after intubation. 4 ett failed after placement in the patient, but passed a leak test before intubation. One ett after being removed from the patient had the cuff leak saline after trying to check the integrity of the cuff balloon." The report also states, the patient had a large neck, tongue, and a larger than normal trach that may have intensified the situation. Patient didn't desaturate. Each at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3003898360-2023-01183, 3003898360-2023-01184, 3003898360-2023-01213.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.